Event description:
It was reported that the anchor broke while inserting into the cannula. No significant delay or patient injury were reported. Back up device was used to complete the procedure.

Manufacturer narrative:
One (B)(4) healicoil regenesorb 4.75mm suture anchor returned. The complaint stated: ¿the anchor broke while inserting into the cannula.¿ the body of anchor is absent. A fragment of the anchor bar was stuck in the sutures where the sutures distally loop around the anchor. Reasonable evaluation was limited without the anchor. The inserter was returned undamaged. The forks are intact. For normal bone condition a 4.75mm dilator is recommended for prep. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use the appropriate smith and nephew instrumentation is necessary to prepare the insertion site and maintain axial alignment between the insertion site and the suturefix ultra suture anchor. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ no root cause associated with the manufacture of the device was confirmed.

Manufacturer narrative:
One (B)(4) healicoil regenesorb 4.75mm suture anchor reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Product met specifications upon release to distribution. No further investigation is warranted at this time.